Event description:
It was reported that the siderail was broken.

Manufacturer narrative:
The service technician reported that the black bushing inside of the right latch spindle pivot block allegedly broke, which prevented the spindle's ability to latch due to it being too low. The service technician further reported that the siderail most likely broke due to impact damage. The latch spindle was replaced and checked for functionality.